Event description:
Data was received and reviewed. During the first 7.5% of the battery life, a 0.5 v off-set is added to the measurement in order to compensate for internal battery impedance at the beginning of life (bol). With the bol high battery impedance (which is not to be confused with high impedance), the battery status indicator is expected to return to the expected battery status indicator without any significant programming changes. The battery voltage is expected to rebound at approximately 10% or higher (up to 15%) of battery consumption. This is consistent with the data received on the patient's generator. No additional relevant information has been received to date.

Event description:
It was reported the generator's battery "was 11-25" and then went "back to 100%." No additional information has been received to date.

Event description:
Tablet data was received for the device and was assessed. Premature battery depletion was confirmed. It was reported that the device was not exposed to electrocautery at any point. No additional information has been received to date.

Event description:
It was reported that a patient's device battery was depleting battery faster than anticipated. Production records were reviewed and the generator was shown to pass all functional specifications prior to distribution. No additional information has been received to date.